Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula. Download data showed no signs of struggle during the run. No other damages or defects were found with the device. Cause and timing of the soft cannula damage could not be determined, nor if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.